Event description:
It was reported that a spectrum pump did not alarm when the IV bag was empty. The spectrum pump was set up to infuse levophed at 5mcg/min for low blood pressure reported to be 63/36. The patient's blood pressure increased quickly and the levophed was placed on standby. While the pump was in standby mode, the patient's blood pressure continued to increase to 150/87 with heart rate 132 and required to be medicated with metoprolol which was given through an unknown route of administration. After administration of metoprolol, the nurse attempted to obtain the patient's blood pressure and was allegedly unable to get a reading. At this time the levophed was reprogrammed and it was noted that the IV bag appeared to be empty, with air in the line and no alarm. A new IV bag of levophed was started at 20mcg/min and the pump appeared to be functioning well. Levophed was titrated as needed in patient's blood pressure and heart rate stabilized, but temporarily remained on an increased dose of levophed due to the administration of metoprolol.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter evaluated the device in question. The investigation could not confirm or reproduce the reported symptom of the pump "did not alarm when bag was empty" because the device will only alarm for "bag near empty" when the device is properly set and is subject to the programmed infusion time. The investigation found that the "near-empty alert" feature was turned off in the alarm settings of the unit and review of the event history log segment did not identify any related alarms. Additionally, the investigation found that when the when the "near-empty alert" feature was turned on, the pump performed as expected. No related device malfunction could be identified. Manufacturer report no. 1314492-2015-03297, 1314492-2015-03298 and 1314492-2015-03300 are related to the same event.